Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms of scare tissue is a known risk associated with these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The event date was assigned according to the article published date. Citation: christopher h., marc f, ricardo r, kevin c., dean s. (2019). The rezum system, a minimally invasive water vapor thermal therapy for obstructive benign prostatic hyperplasia. The canadian journal of urology, 2019 (26), 9787 - 9793.

Event description:
It was reported to boston scientific via an article in the canadian journal of urology that an article was written to share the authors experience from clinical studies as well as community urology practice to detail intra-operative techniques that may guide clinicians new to rezum water vapor thermal therapy procedures. The authors provided general guidance on how the procedures can be performed depending on the patient's history and anatomy. It was noted that there were 3 or 4 patients who were confirmed to have residual tissue with calcification which was observed 1 year after the procedure. Ultimately, the authors found that rezum water vapor thermal therapy should be considered as a procedure for lower urinary tract symptom (luts) relief, both as an initial therapy versus medications and as an alternative to transurethral surgery for selected patients.

Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted the event date was assigned according to the article published date. Citation: christopher h., marc f, ricardo r, kevin c., dean s. (2019). The rezum system, a minimally invasive water vapor thermal therapy for obstructive benign prostatic hyperplasia. The canadian journal of urology, 2019 (26), 9787 - 9793.

Event description:
It was reported to boston scientific via an article in the canadian journal of urology that an article was written to share the authors experience from clinical studies as well as community urology practice to detail intra-operative techniques that may guide clinicians new to rezum water vapor thermal therapy procedures. The authors provided general guidance on how the procedures can be performed depending on the patient's history and anatomy. It was noted that there were 3 or 4 patients who were confirmed to have residual tissue with calcification which was observed 1 year after the procedure. Ultimately, the authors found that rezum water vapor thermal therapy should be considered as a procedure for lower urinary tract symptom (luts) relief, both as an initial therapy versus medications and as an alternative to transurethral surgery for selected patients.